Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) was due to the c and d cable white wire being pinched. The root cause for the pinched wire was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad and adjust belt messages.